Event description:
It was reported that the patient presented in clinic for a follow-up. The patient's implantable cardioverter defibrillator was over-sensing far-r waves on the atrial channel causing inappropriate mode switch episodes. Programming changes were made. The patient was stable throughout.